Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized for a high blood glucose of 713 mg/dl and diabetic ketoacidosis. The patient felt weakness as a result. The customer was treated with an insulin drip and fluid. Troubleshooting was initiated to inspect the pump for damage and functionality. There were air bubbles found in the tubing; some were about an inch in size. A high pressure test was performed and the pump failed. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.